Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had not had the device programmed since it was implanted and was always in pain since implant. The patient stated he was going to have facet joint injections (B)(6) 2014 and the doctor wanted the device reprogrammed and ensure it was on the best setting before the injections. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted. Additional information was reported on (B)(6) 2016 and (B)(6) 2016 that the device had not worked since implant on (B)(6) 2014. The therapy had never worked and was not as good as the trial. The caller was reporting in order to get coverage to the area where they felt pain. The patient was getting uncomfortable stimulation sensations in their stomach and groin. The stimulation was in the groin area. It was reported that the patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.